Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. Additional information indicated that the cause of thresholds was micro dislodgement. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory which indicated that the allegation was not confirmed. A set screw mark was noted on the terminal pin. There was blood or body fluid noted in the lumens and the lead helical area near the tip appeared twisted or deformed. The lead passed electrical testing.